Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon catheter was advance for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.